Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a small calcified, less tortuous mid left anterior descending artery. A 3.50 x 8mm promus premier select drug-eluting stent was used to advance to the lesion. As the physician attempted to bring the stent into the correct position there was some resistance and the device was removed. Upon removal, it was noted that there was a break of the shaft and the complete distal part of the device remained in the vessel. The distal part of the device was successfully retrieved from the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient's condition was stable.